Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted and therefore not available for direct analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, device/native vessel obstruction and, or occlusion, and improper component placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, thrombotic occlusion was confirmed from the bifurcation of trunk ipsilateral leg endoprosthesis to the left distal of contralateral leg endoprosthesis. It was observed a slight compression of ipsilateral leg at the bifurcation. The patient had no symptoms, and blood flow into the left internal iliac artery and left external iliac artery were patent. The patient is decided to be monitored with medical therapy and no additional treatment is planned. The physician's comment: the bifurcation of trunk ipsilateral leg endoprosthesis was placed within the proximal neck and the contralateral/right leg was placed proximally with projecting position, which may have obstructed blood flow down to the ipsilateral/left side.